Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the customer received a box of har23 that was damaged with a hole, the external package as well as the white package. There was no procedure and no patient consequences reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Additional information was requested and the following was obtained. Did the tyvek wrapper have a hole in it? No, only the external brown packaging and the white packaging were torn but the tyvek wrapper of the instruments was intact. How many devices in the sales unit had a hole in the tyvek? So far as I could see, none. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.